Event description:
Patient had increased free hemoglobin. Ibc flopump was listed as a potential cause. Event information provided by taiwan distributor to ibc via email. Distributor did not provide any specific patient or hospital information. Distributor informed ibc in email that the hospital informed verbally the distributor salesman of this verbal incident.

Manufacturer narrative:
A compliant investigation was initiated for this event. The investigation included: performance evaluation and medical evaluation. The evaluations showed that all products tested performed as expected and the medical opinion found that the pump would not be responsible for the adverse event. The surgical technique, age of patient and pharmaceuticals are suspected as the root cause of this event. A copy of the investigation report is attached. Attachments: internal report 3/9/05, internal report 12/1/05, ibc lab report 2007, gish report 2007, medical review 5/20/2007.